Event description:
Equipment malfunction--integra accudrain evd(external ventricular drain) drainage system; attempted setup for patient with intracranial hemorrhage, csf(cerebrospinal fluid) diversion for icp(intracranial pressure) control. ICU staff attempted priming the system prior to connection to patient. Unable to prime system due to suspected blockage between the flush and distal/patient end. System was never connected to patient. Another drainage system was set up without complication. Product: accudrain (sp0213) lot number: 7582973 this was reported to our local rep with integra lifesciences for further investigation. Systems with same lot number were pulled from units as a precaution. Supply chain and nurse leadership aware.